Manufacturer narrative:
Information was received from a journal article. This report will be amended when our investigation is complete.

Event description:
It is reported that the femoral trial head was dislodged into the pelvis during a revision total hip arthroplasty via a lateral approach. It was retrieved through a posterior approach through the same incision by manipulating the trial head through the pelvis from the anterior to posterior direction. This also involved cutting the external rotators and the posterior capsule. The gluteus maximum tendon insertion on the femur was also released to improve exposure and decrease tension on the sciatic nerve.